Event description:
According to the available information, during direct delivery receipt processing, internal coloplast employees identified expired product had been used on a patient. Additional information indicates the patient is ok, stent has been removed, and product was delivered approximately a month ago.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.